Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 20:32pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the station properties for bottle 8 (ethanol) were rest at 20:32pm on (B)(6) 2017. This action set the ethanol concentration in bottle 8 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 8 remained unchanged at 63.8% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent in bottle 8 (ethanol) was used for the final dehydration step in the following three (3) protocols: the "factory 4hr xylene standard" protocol comprising 82 cassettes, which started in retort b at 22:59pm on (B)(6) 2017 and completed at 03:01am on (B)(6) 2017; the "factory 12hr xylene standard" protocol comprising 137 cassettes, which started in retort a at 00:45am on 09 december 2017 and completed at 11:43am on 09 december 2017; and the "factory 12hr xylene standard" protocol comprising 144 cassettes, which started in retort b at 17:42pm on (B)(6) 2017 and completed at 04:40am on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although sub-optimal tissue processing was reported by the complainant from factory 12hr xylene standard" protocol started in retort b at 17:42pm on (B)(6) 2017 only, the quality of tissue processing from both the "factory 12hr xylene standard" protocol started in retort a at 00:45am on (B)(6) 2017 and the "factory 12hr xylene standard" protocol started in retort b at 17:42pm on (B)(6) 2017 would also have been adversely impacted, because the reagent in bottle 10 (ethanol) was also used for the final dehydration step in these protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 20:32pm on (B)(6) 2017. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica senior field support specialist - core histology (fss) received a complaint that tissue in 144 cassettes processed using a 12 hour protocol in retort b, which completed at 04:40am on (B)(6) 2017 without error(s), were "soft" and "upon sectioning only holes". The complainant advised the fss that re-processing of the samples was in progress. On 11 december 2017, the fss visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable, with the exception of bottles 7 and 8 in which the measured ethanol concentration was 83% and 55% respectively and the calculated concentration was 91% and 99% respectively. On 20 december 2017, leica biosystems (B)(4) received information that the tissue from all cases exhibiting sub-optimal tissue processing was diagnosable.